Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; other relevant device(s) are: product ID 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported the connector pin broke off the day of the report and that they could hardly move when they woke up the morning of the report and realized their ins battery was depleted. No further complications reported/anticipated.